Manufacturer narrative:
(B) (4).

Event description:
It was reported the device system was explanted and not replaced due to the therapy not meeting the patient's expectations. The device initially provided pain relief, but eventually lost it's therapeutic benefit. Troubleshooting included reprogramming which did not make a difference according to the patient. The patient recovered without sequela and was to follow up with their pain specialist.

Manufacturer narrative:
(B)(4). Final analysis of the stimulator revealed insignificant anomalies. The stimulator was functionally okay. The ins was received for analysis over 5 years after the explant date. The ins had no telemetry and no output when received for analysis. After two full physician mode recharges, telemetry was restored and the device charged normally. After telemetry was restored, the ins passed functional testing. According to the trace report taken from the ins, the battery was last recharged to 4.040 volts on (B)(6) 2009. The parameter trend data indicated that the device was being used through (B)(6) 2009. The ins battery depleted to the "lock/sleep" mode on (B)(6) 2010 and subsequently went to an overdischarged state. This occurred after the device was explanted on (B)(6) 2010. According to the trace report the device only experienced one overdischarge. The lead was cut off too short to perform a system test and the setscrews were noted to be tight.